Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of low blood glucose level on (B)(6) 2024. Blood glucose level was 30 mg/dl at the time of the event. Patient was first visited to emergency room and later was admitted to hospital. The duration of hospital was for 3 days. Patient was treaed with sugar water. No further information was available.

Manufacturer narrative:
Patient city: (B)(4). Patient country: united states.